Event description:
The explanted generator and lead were received by the manufacturer and product analysis was completed for the generator. Product analysis has not been completed to date for the suspect product, lead. Product analysis completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.881 volts, and the memory locations on the generator indicated that 16.035% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. A break was identified on the quadfilar coil 1. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 3mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting on two of the broken coil strands and residual material on the remaining two. Pitting and residual material were observed on the coil surface. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 5mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type and residual material. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. What appeared to be white deposits were observed in various locations. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
Patient presented with high impedance and an increase in seizures. Patient underwent full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.